Event description:
It was reported that this pacemaker system was exhibiting right atrial (ra) lead loss of capture at high capture thresholds. Technical services (ts) was consulted, and reprogramming was performed. This pacemaker and ra lead remain in service. No adverse patient effects were reported.